Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
During t2 ph surgery, when the surgeon tried to insert a standard end cap in the nail, the end cap could not be inserted. The surgeon tried a new standard end cap but it also could not be inserted. The surgeon changed end cap to a 2mm length, and the surgery was completed.